Event description:
The patient had been doing well with baclofen 2000 mcg/ml at 384.8 mcg/day. The patient saw his managing physician on (B)(6) 2011 and the patient was "tight all over with increased spasticity." An x-ray of the pump and catheter was done and they "looked ok". The pump dose was increased without resolution. They decided to replace the entire system. At the time of surgery, when the catheter was disconnected from the pump, there was no csf flow. The explanted pump reservoir volume was accurate. Following the replacement, the dose was reduced to baclofen 500 mcg/ml at 150 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).